Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our affiliates in (B)(6) , the 26mm sapien 3 ultra valve was successfully implanted by transfemoral approach in aortic position. However, there was mild to moderate pvl and the decision was taken to post dilate the new valve with an extra 2ml. The balloon was inflated successfully and resolved the pvl. When trying to remove the delivery system, there was difficulty trying to pull it back through the sheath. On investigation with fluoroscopy, it was noticed that the sheath had inverted, and the balloon was damaged. The balloon appeared to deflate normally and it was believed that the balloon was damaged during removal through the esheath. The decision was taken to remove the delivery system and the sheath all together. After successful removal, the vascular surgeons were called to resolve an issue in the femoral artery. The artery was successfully repaired and patient outcome was good. As per medical opinion, the root cause of the event was that the balloon was catching on the esheath.

Manufacturer narrative:
Update to b4, g3, g6, h2, and h10 to provide related manufacturing report number 2015691-2021-02996. Investigation is ongoing.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-02996 for the sheath liner delamination. The 26mm commander delivery system was returned for evaluation fully inserted through the 14f sheath along with the loader cap. The delivery system was in the default position and locked with no fine adjust or flex in use. Visual inspection of the returned device was performed. Balloon torn at I/c (inflation to crimp balloon) bond. Balloon wings were exposed. Note: distal crimp balloon piece missing due to guidewire cut by engineering. The distal inflation balloon was bunched. The delivery system was fully inserted through fully circumferentially delaminated sheath liner. Review of the provided procedural videos/imagery/photographs were performed. The devices post-procedure were seen. The delivery system was fully inserted through fully circumferentially delaminated sheath liner. Distal inflation balloon bunching was observed, and the crimp balloon was torn, proximal to I/c bond. Due to the nature of the complaint, no functional testing was performed. Double wall thickness of the crimp balloon was taken. An out of specification measurement could make the material more susceptible to tearing and be indicative of a manufacturing non-conformance. Measured components were within specification. Separation of the crimp balloon proximal to the I/c bond during withdrawal of the delivery system is an issue that has been previously identified and investigated in a pra. Manufacturing mitigations/controls relevant to the issue are captured in the pra. Content was reviewed and remains applicable to the manufacturing of the related work order. Additionally, the work order underwent product verification testing as a requirement for lot release. Edwards has provided the following guidelines or instructions to physicians in the IFU and training materials. A review of applicable content revealed that the labeling/IFU/training materials adequately provide warnings and instructions for use and contains the correct content regarding the reported complaint event. Instructions reviewed includes the commander s3/s3u, device preparation manual and training manual. The review of IFU/training materials revealed no deficiencies. Although the complaints were confirmed, a complaint history review is not required as the issue has been previously identified in a pra, which captures root cause analysis for the issue. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed. However, a manufacturing nonconformance was not confirmed. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Per the complaint description, ''upon trying to remove the delivery system, there was difficulty trying to pull it back through the esheath)'' and that ''it was believed that the balloon was damaged when it was tried to remove it through the esheath.'' Since the inflation balloon was able to be fully inflated during valve deployment suggests that the crimp balloon tore afterwards (i.e. During device retrieval). Potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in the related product risk assessment(pra). As reported, ''the decision was taken to post dilate the new valve with an extra 2ml.'' It is possible the deflated balloon profile was altered due to the extra volume added during inflation or due to residual fluid remaining in the balloon after deflation, contributing to the reported withdrawal difficulty through the sheath. As a result, additional manipulation and/or increased withdrawal forces can lead to the I/c bond separation. Additionally, although the patient vessel characterization and imagery were not provided, tortuosity/undersized mld in the access vessel can create non-coaxial withdrawal angles or the inability of the sheath to expand/contract as designed. These conditions can increase forces during retrieval and may lead to separation. Available information suggests that procedural (excessive device manipulation due to withdrawal difficulty/altered balloon profile/ non-coaxial withdrawal/ residual fluid) factors may have contributed to the complaint events. However, a definitive root cause was unable to be determined. Since no product non-conformance was confirmed, a product risk assessment escalation is not required. Per management discretion, due to the high criticality of the failure mode, the balloon torn issue and its associated risks have previously been documented and assessed in a pra. No product non-conformance was identified during the evaluation and the occurrence rate did not exceed april 2021 control limit. In this case, the material separation occurred during valve alignment due to patient/procedural factors resulting in delivery system withdrawal difficulties. The pra was previously initiated to investigate the cause and assess the risk associated with balloon tear. Pra re-escalation threshold has not been exceeded. Based on this assessment, the pra remains applicable, and no further action is required. Since no edwards defect was identified, no corrective or preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.